Event description:
This is part of a continuing legal complaint. The plaintiff-pt alleges inability to close jaw in correct position; inability to speak cleraly; tmj; inability to chew food: chronic infection and bone loss.